Event description:
Device malfunction: none. Symptoms/ae: left facial paresis. Time of symptoms/ae: post procedure. It was reported that post an uneventful right internal carotid artery stenting procedure, the pt experienced minor left facial paresis. The pt was evaluated by a neurologist and it was documented that the nih score had increased to 1 from 0 due to left facial droop. There was no reported treatment. The symptoms had improved the following day but were not resolved and the pt was discharged to home with instructions to follow-up with the neurologist in one month. Although requested, there is no additional info available.

Manufacturer narrative:
Study event. The stent remains in the pt. The lot number was provided. Review of the device lot history record did not reveal any non-conforming material reports associated with the lot number. Neurological events are known possible adverse event associated with carotid artery stenting procedures as listed in the device instructions for use.